Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 4, gravida, peripartum cardiomyopathy, respiratory failure, congestive cardiac failure, gonorrhea, chlamydial infection, cholecystectomy and hypertension. Previously administered products included for an unreported indication: lisinopril. Concurrent conditions included dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure and surgery to remove the essure/ laparoscopic total hysterectomy sils, proximal salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 4, vaginal delivery, peripartum cardiomyopathy, respiratory failure, congestive cardiac failure, gonorrhea, chlamydial infection, cholecystectomy and hypertension. Previously administered products included for an unreported indication: lisinopril. Concurrent conditions included dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure and surgery to remove the essure/ laparoscopic total hysterectomy sils, proximal salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2014 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-feb-2021: mr received. Reporter information, patient details (date of birth), medical history, auto narrative supplement and rcc were added. Event "perforation' was updated to uterine perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.